Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
It was reported that the infusion device shut off without first providing an error or alert message.no adverse event reported.the exchange of the product is under analysis.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.